Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Wondering what happens if the tampon is stuck inside me? I don't know if its stuck or not [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she's unsure if the tampon is stuck or not. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck inside that she reused - vagina [foreign body in reproductive tract]. Tampon stuck inside that she reused a tampon but put it upside down [device use error]. Case narrative: consumer reported via phone that she's unsure if the tampon is stuck or not. No serious injury reported.